Manufacturer narrative:
Device was returned and inspected. Visual inspection of the purge assembly area confirmed a ripped/ missing blue retainer. The failure mode was due to broken/missing purge retainer. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient undergoing an electrophysiology/ablation procedure was implanted with an impella cp device for mechanical circulatory support. While on support, the automated impella controller (aic) was found to have the blue purge disk retainer broken off, leaving no way to insert the purge cassette. No resolution was specified, and no harm to the patient was reported.